Manufacturer narrative:
Follow-up #1: date of submission 12/3/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: a review of the pump black box revealed multiple cs 163 no cartridge detected warnings. The load step malfunction was duplicated during the investigation. During the load step, the piston pushed up until the cartridge was empty. The force calibration passed within specifications. The pump was opened and there was contamination found past the ball seal on the lead screw. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time..

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.